Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, after deployment of the proglide and tightening the knot, there was still oozing noted from the access site. A femostop was used to achieve hemostasis. The patient was sent to the intensive care unit (ICU) where the patient was moving their leg excessively. Due to the movement, the femostop shifted and the patient developed a large hematoma (greater than 6cm) and had to be taken to the operating room where a surgical cut down was performed. It is unclear if the proglide was initially responsible for the bleed; however, the hematoma was formed after removal of femostop. The patient was put under general anesthesia for the cut down surgery. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.